Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 two infusion set cannula was crimped and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was 300 mg/dl. No further information available.